Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump notified customer there was a blockage and supplies should be changed. Customer's blood glucose (bg) level was elevated (278 mg/dl) but customer was uncertain of the cause. Tandem technical support reviewed pump data and found no alarms or alerts during reported timeframe. Technical support explained that an occlusion alarm would be declared and would also be reflected in pump history if there was a blockage. Technical support discussed the possibility that customer may have received a reminder or notification. Customer agreed that it may have been a site reminder. Customer treated elevated bg level by delivering a correction bolus via the pump. System check performed with technical support indicated that the pump was functioning as intended.